Manufacturer narrative:
This report is submitted beyond 30-calendar days from allergan¿s receipt due to the exemption transition period. Information contained in this report was previously submitted through psr on 22/apr/2019. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified white particles, a curved opening on the anterior side, and the weight of the device to the specification. A visual and microscopic analysis were performed which identified non-penetrating nicks, wear abrasion, and a striated opening on the anterior side. Based on the device analysis, the final assessment is a striated opening on the anterior side due to surgical damage consistent with the use of a surgical tool. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was capsular contracture, baker grade iii, and device was too high. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii and "too high." Device has been explanted.